Event description:
A talent stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology was severely calcified with severe tortuosity vessels. It was reported that the stent graft was unable to be advanced to the intended landing zone and the stent graft kinked, due to the patient anatomy. The stent graft delivery system was successfully removed from the patient. The physician elected to treat the patient with the use of a conduit and with successfully deployed another talent stent graft. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: severely calcified with severe tortuosity vessels. Other - graft cover kinked.